Event description:
It was reported that within a week of implant, it was determined that the atrial lead was sensing the ventricle, and the atrial lead was found to have dislodged. The lead was reprogrammed, and will be repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2014. (B)(4).